Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level ranged from 39mg/dl to the 300's mg/dl. The customer is able to resolve their low bg levels by drinking juice and delivers correction boluses and manual injections in order to resolve the elevated bg levels. The customer's fluctuating blood glucose levels are due to the customer miscalculating boluses when occlusion alarms occur.